Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral drug eluting pta balloon catheter to treat a lesion that was described as diffuse, with minimal tortuosity and moderate calcification. No abnormalities noted during preparation and inspection of the in.pact admiral prior to use. No resistance note during balloon insertion, no friction with accessory equipment. During the procedure the balloon burst on the first inflation at 2 bar. No patient complications. Lesion was treated with another balloon.

Manufacturer narrative:
Evaluation summary - visual and tactile inspections were performed on the device and no issues were found. The balloon was found partially folded. The guide wire lumen was flushed and it was possible to insert a 0.035¿¿ guide wire without any resistance. The purging procedure was executed, but clear evidence of a leak was found (the air flow did not stop under negative pressure). The inflation was impossible and an evident leak was found at 9 cm from the balloon proximal welding. The balloon was analyzed under a microscope and a hole/damage was found on a side of a folding plate. The hole was examined at the microscope and measured: dimensions are a length of 0.8 mm and a width of 0.6mm. The direction of the rupture is from outside towards inside and affects only one of the two walls of a folding pleat. A puncture site is visible at the top of the described hole. (B)(4).